Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that posterior fixation was performed at l1-l5. An imaging system and navigation system were used. A reference was set up for l2-l3. The l4 right and l5 right screws where reference did not set up came off to the caudal side. Re-shooting was performed with the imaging system and the screw was reinserted. There was about a 5 mm inaccuracy, direction was caudal. There was no other impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated. It was determined that there was insufficient information to determine the cause of the event. If information is provided in the future, a supplemental report will be issued.